Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead was implanted several weeks prior to being connected to an implantable pulse generator (ipg). When the lead was connected to the ipg, it had high and undefined impedance and no capture in unipolar or bipolar configuration. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.